Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from 1 patient sample tested for thyrotropin (tsh), free thyroxine (ft4) and free triiodothyronine (ft3). The customer provided the sample for investigation. Of the data provided, erroneous ft4 and ft3 results were identified between the customer's e601 analyzer, an architect analyzer, an e 170 analyzer used at the investigation site and an e411 analyzer used at the investigation site. It is not known if erroneous results were reported outside of the laboratory. This medwatch will cover ft4. Refer to medwatch with patient identifier (B)(6) for information on the ft3 erroneous results. Refer to the attached data for patient results. No adverse event was reported. The e 170 analyzer serial number was (B)(4). The e411 analyzer serial number was (B)(4). The ft4 reagent lot number used at the investigation site was 180539 with an expiration date of 10/31/2015. The serial number for the customer's e601 analyzer was (B)(4).

Manufacturer narrative:
The sample was submitted for investigation. Investigation confirmed the presence of a streptavidin interfering factor. This specific interference is addressed in product labeling.